Event description:
Reference number (B)(4). Event occurred in the united states. On 30-june-2024, it was reported that the patient encountered 12 infusion sets cannula kinked events 4 events on 30-june-2024, 5 events on 02-july-2024, and 3 events on 15-july-2024 within 3 hours after insertion. The site of insertion was abdomen. The blood glucose was reported high and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.